Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system not communicating. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system not communicating. The customer reported that this malfunction occurred during the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) checked on the remote smart service (rss) and found that the station was offline. The tss stated that the customer confirmed that the error messages 'patient order may not be current, order may not be current' and 'disconnected mode' were displayed on the screen. Then, the tss confirmed with the customer that the issue was resolved by the hospital information technology (it) team. The system functioned as intended after the technical support specialist verified the device.